Event description:
It was reported that during the use of the product, the pilot balloon was found detached. No patient injury was reported.

Manufacturer narrative:
(B)(4). Manufacturing device history record review was not performed because it is a supplier design issue. A sample was received for evaluation. Visual inspection found the inflation line was detached from pilot balloon. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.